Event description:
User receiving erratic results for multiple assays. The following two patient examples were provided, which gave discrepant results for phosphorus. Patient 1, initial gave 30.8 mg/dl; repeated twice giving 10.6 and 3.7 mg/dl. Patient 2, initial gave 9.1 mg/dl; repeated twice giving 5.9 and 4.1 mg/dl. No patient results were reported. The field service representative found the cause to be low pressure coming from the gear pump and replaced gear pump and adjusted water pressure. Performance tests were performed and within specification.